Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event and one device. Visual inspection of the returned photo depicts a disengaged circular seal during a surgical procedure. Visual inspection of the received products noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. A review of the device history record indicates the product was released meeting all quality release specifications. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo depicts a disengaged circular seal during a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a laparoscopic totally extraperitoneal procedure during the insertion of the camera, the seal of the device loosened and fell info cavity field of patient in the preperitoneal space. The seal was removed from the patient's cavity. Another device was used to complete the case. There was no patient harm.